Event description:
It was reported that the lead could not be implanted due to an unknown malfunction. The patient was stable and there were no adverse consequences. Additional information was requested, but was not available.